Event description:
It was reported when using the bd preset¿ arterial blood collection syringe had leaked blood during use. The following information was provided by the initial reporter. The customer stated: on august 8, 2023, when the patient undergoes large-volume lung lavage surgery for arterial blood collection, the arterial blood collection device leaks blood, which may lead to inaccurate results of arterial blood gas analysis.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. E.1. Initial reporter facility name: (B)(6) hospital h3 other text : see h.10.